Event description:
It was reported that the patient was given a temporary external pacemaker during recovery from another medical procedure. At the time of removing the pacemaker system, the healthcare professional experienced difficulty loosening the set screw and the right ventricular (rv) lead was unable to be removed from the header of the device. The device and rv lead were left connected and explanted together. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty to remove the ventricle lead from the header was confirmed. Analysis revealed the user stripped the setscrew. When the setscrew is stripped it will become difficult to engage to loosen the setscrew. The user was experiencing this difficulty trying to loosen the setscrew in order to remove the lead in the field. The problem is related to the user¿s incorrect use of the wrench in stripping the setscrew inset. No device anomalies were found.